Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was nonverbal, non-responsive and not answering orientation questions or following commands. Electroencephalography from (B)(6) 2018 suggested an underlying encephalopathy in addition to a medication effect. There was a clinical correlation.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported neurologic dysfunction and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that during a source review, it was noted that the patient was nonverbal, nonresponsive, not answering orientation questions or following all commands. Per an electroencephalogram (eeg) from (B)(6)2019, there were findings suggestive of underlying encephalopathy in addition to medication effect. No alarms were reported for this event. The patient ultimately expired on (B)(6)2020 after catastrophic bleeding in their head (reported under MFR 2916596-2020-03426). Heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), was reportedly explanted; however, it will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists neurologic dysfunction as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04nov2016. No further information was provided. The manufacturer is closing the file on this event.